Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for coronary angiography procedure at the time of the event. However, there was no harm or injury reported to philips. The customer did not provide further information about the procedure. It was reported to philips that the system was unable to perform x-ray. The customer didn¿t ask for evaluation nor repair of the product to philips. Based on the information provided by the customer the system was repaired by third party. The third-party engineer replaced the tube and cooling unit to resolve the problem. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to perform x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was used for coronary angiography procedure at the time of the event. However, there was no harm or injury reported to philips. The customer did not provide further information about the procedure. It was reported to philips that the system was unable to perform x-ray. The customer didn¿t ask for evaluation nor repair of the product to philips. Based on the information provided by the customer the system was repaired by third party. The third-party engineer replaced the tube and cooling unit to resolve the problem. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The catalog item identifier has been updated.